Event description:
Report received from the USA stating that the device had a damaged hose during surgery. Date of the event is unk. No injuries were reported to have occurred, however, it is unk if medical intervention was necessary. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. Ref: (B)(4).